Manufacturer narrative:
(B)(4). The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a malecot nephrostomy catheter was used in the left kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, the patient was scheduled for the removal of the drainage catheter on (B)(6) 2018, subsequent to the pcnl procedure performed last (B)(6) 2018. On (B)(6) 2018, while removing the device from the patient, it was noted that the tip of the catheter was separated from the rest of the device and remained inside the patient. The patient was required to undergo surgery to have the detached piece retrieved. On (B)(6) 2018, the patient underwent endoscopic procedure to remove the tip of the catheter that fell inside the patient. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned complaint device confirmed that the catheter was broken at the wing section of the device. A tape was noted to be wrapped around the catheter. It was also noted that a suture was tied around the catheter in the same location. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a malecot nephrostomy catheter was used in the left kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, the patient was scheduled for the removal of the drainage catheter on (B)(6) 2018, subsequent to the pcnl procedure performed last (B)(6) 2018. On (B)(6) 2018, while removing the device from the patient, it was noted that the tip of the catheter was separated from the rest of the device and remained inside the patient. The patient was required to undergo surgery to have the detached piece retrieved. On (B)(6) 2018, the patient underwent endoscopic procedure to remove the tip of the catheter that fell inside the patient. The patient's condition at the conclusion of the procedure was reported to be good.